Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad) artery. The lesion was initially predilated with a 3.5 x 12 mm balloon catheter, after which a 3.50mm x 12mm nc emerge balloon catheter was advanced for further dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition following the procedure.

Manufacturer narrative:
The device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination revealed no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes. A microscopic examination of the proximal and distal markerbands also identified no damage. Leakage testing revealed that an initial attempt to inflate the balloon failed, likely due to solidified contrast media present in the device. The device was soaked in a water bath at 37 degrees celsius to facilitate balloon inflation. No issues were found with the balloon when inflating to its rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge. The balloon was inflated and deflated three times from its rated burst pressure of 20 atmospheres with no leaks present.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad) artery. The lesion was initially predilated with a 3.5 x 12 mm balloon catheter, after which a 3.50mm x 12mm nc emerge balloon catheter was advanced for further dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition following the procedure.